Event description:
Healthcare professional reported after injection with one syringe of "juvederm ultra plus xc" in the lips, the patient had some ''beading'' immediately after injection in the lips. One month later, the patient was treated with two units of vitrase. Approximately three weeks later, the patient's right lower lip began "swelling up", and the left lower lip has "a little swelling." The healthcare professional also expressed concern of an "infection or biofilm." A culture and skin prick allergy test were conducted and both showed negative results. The patient was given valtrex, a medrol dose pack, and the patient was started on clindamycin. During another visit to the treating physician the patient was given prednisone and "steroids." Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of beading and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.